Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred since the balloon was not completely shrank when inserted into the endoscope and a load was applied to the balloon. The above device handling has been warned in the instruction manual as follows; confirm that the balloon is completely deflated when inserting the instrument into the endoscope. If the balloon is inflated, the distal end of the instrument may extend from the distal end of the endoscope abruptly. This could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope and/or instrument.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a foreign body removal process, the subject device was used. The end of the balloon catheter ruptured and fell into the trachea. The user replaced another balloon catheter to remove the broken part and the foreign body. There was no patient injury reported. This is the report regarding the falling of the balloon.